Event description:
It was reported by service report that the power cord jacket was cut/damaged. The customer reported that they did not know if there was any pt involvement or if there were adverse consequences to report.